Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep, on (B)(6) 2020, the snare got caught under the band while trying to do the resection. They thought that the issue was a malfunction of the cautery system that allowed the snare to get caught in the mucosa. They resolved the issue by cutting the handle of the snare after, which they used another non-cook snare that they attached over the cook snare. They put the loop of the non-cook snare over the wire of the cook snare, threaded down, and they were able to snare the pseudo polyp over the band after which the cook snare got released/dislodged. That resolved the issue. Per rep, on (B)(6) 2020, they used an olympus snare and went back to the band and snare which was stuck within the pseudo- polyp and had a similar issue so they decided to switch to an erbe generator to finish the job as they had question marks regarding the conmed generator that was being used. With another olympus snare and the erbe generator they were able to snare the pseudo polyp above the duette and dislodge the band and the cook snare. Case was resolve without any consequence to the patient. The physician who performed the case is dr anne sophie laliberte ( thoracic surgeon).

Manufacturer narrative:
This report is being submitted as a cancellation report following conclusion of investigation on the (B)(6) 2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low. Device evaluation: the device was not returned therefore a document-based review will be performed. Document review including IFU review: prior to distribution dt-6-5f devices are subjected to a visual inspection and functional checks to ensure device integrity. As the lot number is unknown the device history records could not be reviewed as part of the investigation. As per instructions for use (ifu0026-10): ¿before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure¿ ¿fully retract and extend the snare to confirm smooth operation of the device¿ ¿release the suction button of the endoscope, insufflate ait, then withdraw the scope slightly to release the ligated pseudopolyp.¿ there is not sufficient evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be a loss of electrical conductivity between joints from the generator supplying the electricity causing issues with resection and snare being stuck to the band. According to the additional information provided after replacing the snare with a non cook device the physician encountered the same issues. The physician then switched from a conmed generator to an erbe generator due to uncertainty surrounding the functionality of the initial generator. With another olympus snare and the erbe generator they were able to snare the pseudopolyp above the duette and dislodge the band and the cook snare. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the (B)(6) 2021. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.